Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2012. The revision surgery was a result of the patient rupturing their patella tendon and the surgeon adding some additional constraint by adding a larger insert to the knee. In the revision, the tibial insert was revised from a 4x14 mm insert to a 4x16mm insert.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted device revealed no deviation from process or non-conformity of product that would have caused the adverse event.